Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter.

Event description:
Information initially received from a consumer patient's family member. The patient was receiving lioresal via an implanted pump. Indication for use was noted as intractable spasticity and multiple sclerosis. Patient has been wheel chair bound for over 11 years. The patient had nausea and pain in stomach. The patient was admitted to the hospital on (B)(6) 2016 for pain. The patient had pain around the pump site following refill on (B)(6) 2016. The change in symptoms were noted to be a sudden change. It was reported the patient's only symptom was pain around pump site. It was initially reported they were going to hold off on the dye study because the pump was due to be replaced due to normal battery depletion. The patient was placed on dilaudid IV and when they stopped the dilaudid, the pain came back. So they initiated the dilaudid IV again and when it was stopped again, the pain came back and so did the nausea. The patient was itchy and uncomfortable while on the dilaudid so they put the patient on demerol IV. When the dilaudid would be stopped, the patient's pain came back after a day or so. Even though the dilaudid managed the pain, the patient had symptoms of being itchy and uncomfortable, a reaction to the dilaudid IV. The demerol IV was controlling the pain. On (B)(6) 2016, a dye study was done. They could not aspirate the catheter. The patient had no change in spasticity. The patient was being treated for pain. The issue did not resolve at the time of report.

Manufacturer narrative:
Correction filed to reflect that the patient was hospitalized. Event changed to a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.